Event description:
Related manufacturer ref: 3004936110-2023-00314. The patient's dog chewed through the power supply and power cord and exposed wires occurred. There were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.